Manufacturer narrative:
Complaint confirmed. One unpackaged ar-611-4 was received for investigation. Visual inspection identified that the c10724-01 head had broken off of the c10726-01 pivot pin. No fragments of the head were returned for analysis. A probable cause is attributed to the application of excessive force during use.

Event description:
On 10/29/2021, it was reported by sales representative via sems that an ar-611-4 tibial impactor broke. This occurred on (B)(6) 2021 during a procedure when the instrument broke. There was no patient effect reported.